Event description:
It was reported that the procedure was to treat a tortuous, calcified lesion in the proximal right coronary artery (rca). During deployment of the 3.5 x 15 mm multi-link vision stent, a distal edge dissection occurred. A 3.5 x 18 mm multi-link vision stent was deployed to treat the mid rca dissection. There was not reported patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the vision instructions for use. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.